Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the customer reported condition. The service engineer replaced the graphic user interface to breath delivery cable. The ventilator passed self tests.

Event description:
It was reported that the ventilator generated an error for a loss of communications. The ventilator was not on a patient at the time of the event.